Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via (B)(6) indicating that they were hospitalized in the intensive care unit for diabetic ketoacidosis. The customer stated that they take six to ten shots a day and checked their blood glucose count ten to sixteen times a day. The customer did not provide any further information about the hospitalization or described what led to the incident. The customer was informed that the help line will give them a call for assistance.